Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jul-2020. This spontaneous case describes the occurrence of medical device removal ('essure removed') in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: no significant lesions on the fallopian tubes. Essure devices present. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a 45-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: sample of device available at healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: no significant lesions on the fallopian tubes. Essure devices present. Amendment: the report was amended for the following reason: removed authority reporter, updated correctly the references. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a 45-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: sample of device available at healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: no significant lesions on the fallopian tubes. Essure devices present. Most recent follow-up information incorporated above includes: on 10-aug-2020: nca number amended. On 10-aug-2020: no new information. Amendment: the report was also amended for the following reason: removed authority reporter, updated correctly the references. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a 45-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: sample of device available at healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: no significant lesions on the fallopian tubes. Essure devices present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.